Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). According to the local representative, the patient was visiting a family member in (B)(6) 2014. During the visit, it was discovered that the patient developed a bacterial infection that was involving the device. The boston scientific representative was not notified of this adverse event until (B)(6) 2014. A few days following the explant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, a competitor transvenous ICD system was implanted. The patient was discharged from the hospital and is now back at home where the patient's continued care will take place.